Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device was received in used condition. The device was returned with t2 and partial suture separated from the delivery needle. The needle is slightly bowed and bent. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ functional test proved that the device actuates as intended. No root cause can be confirmed with regards to the manufacturing of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure the t2 prematurely deployed from the device. The t1 was removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.